Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock /low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had persistent oozing at the venous sheath site. Mattress sutures were applied. The site was redressed several times and manual pressure was held. The patient's partial thromboplastin time was over 135. Systemic heparin was held with the patient receiving two units of packed red blood cells overnight. It was reported that the groin site was stable with the pressure dressing and no longer actively bleeding. The partial thromboplastin time was 57. It was reported that there was some persistent oozing at the venous puncture site. Pressure/compression dressing was applied. The patient received another unit of packed red blood cells. The site was stable after a stitch was added to the site. It was reported that the right pedal pulse was absent on the impella side with ultrasound. The team attempted to wean pressers to increase distal flow. The patient experienced intermittent suction alarms two days after the oozing begun. The team discussed adding volume and/or blood products and potentially starting dialysis. Additional information noted the family withdrew care and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.